Manufacturer narrative:
Additional information: h6 information was received on 16-dec-19 indicating that the event occurred during testing. No patient was involved, and no adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. Functional testing involved occlusion testing and a cassette attach functional test. The investigation was not able to duplicate the reported error message when a cassette was attached and it was found that both occlusion sensors were within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was re-calibrated as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached" error. No adverse effects were reported.